Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms on (B)(6). The customers blood glucose level was impacted above 400 mg/dl and 495 mg/dl. The customer took correction boluses to stabilize blood glucose level. The customer changed the cartridge and infusion site twice. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.